Event description:
According to the reporter: occurred during a laparoscopic liver resection. The bag tore while trying to remove the liver out or while trying to get the liver into the bag. To complete the procedure, another device was used. No known impact or consequence to patient.